Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. Label copy instructs customers on how to properly set up the adc meter. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called customer service to request assistance setting up his adc blood glucose meter. Customer further reported self-injecting glucagon as a result of the date and time not being set in his meter. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this case.